Event description:
It is reported that the pt developed a rash after surgery.

Manufacturer narrative:
Evaluation summary: the per indicates that there is a possibility that the pt may have a sensitivity to certain metals. Zimmer makes info available in the public domain related to the composition of zimmer metal implants. Surgical notes were not provided. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.